Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The reported problem could not be duplicated. The company rep was unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer.